Manufacturer narrative:
The insulin pump passed all functional tests. The insulin pump was received cracked reservoir tube lip, cracked battery tube threads, minor scratches on liquid crystal display window and scratched reservoir tube window.

Event description:
It is reported by the pt's sensor insulin pump displayed a motor error. The pt's blood glucose level was unk. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is not being returned. No further info available.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.